Manufacturer narrative:
Section a2, a3a, a3b, a4, a5 & a6: unknown/ requested but not provided. Section d6a: if implanted, give date: unknown/ requested but not provided. Section d6b: if explanted, give date: unknown/ requested but not provided. Device evaluation: visual inspection revealed that the lens was cut into multiple pieces with one piece missing. No further issues were identified. During the product evaluation it was confirmed that the physical characteristics of the lens matched a drt model lens. Manufacturing record review: the manufacturing records for the product were reviewed. The product was manufactured and released according to specification. A search of complaints related to this production order (po) was performed. The search revealed that no similar complaints for this po number have been received. Conclusion: as a result of the investigation there is no indication of a product quality deficiency, and the reported issue could not be confirmed. Attempts were made to obtain the missing information; however, no additional information has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the preloaded toric intraocular lens (iol) will be removed as the patient complained of poor vision. This issue was identified after the lens was implanted. No patient harm was reported. Additional information was received on (B)(6) 2026, indicating that the patient had an explant performed, as the device was received for investigation. No further information was provided.